Event description:
It was reported that the patient's right knee was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component cemented; cat # 5515-f-402; lot # ssv4ss4a, triathlon prim tib bplate cemented sz 4; cat # 5520-b-400; lot # udrlb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photos show a recently explanted insert, covered in blood. No determination can be made based on these photographs. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. The device was not returned for inspection; however, photographs were provided for review. The photos show a recently explanted insert, covered in blood. No determination can be made based on these photographs. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.